Event description:
Post catheter revision the pt had no leg movement or bowel/bladder control. She was scheduled for evaluation and MRI; the results are unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).